Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside an exactamix 500 ml eva tpn bag. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
UDI: ((B)(4). The device was received for evaluation. A visual inspection was performed and white particulate matter was observed inside the bag. The particle was examined using a stereomicroscope and was determined to be a sheet-like oval with a circular impression to one side, with ragged sides and some holes present. The particle was also physically manipulated and probed. A fourier-transform infrared spectroscopy analysis was performed and the particle was determined to be made of polyolefin and calcium carbonate, which is material used to manufactured the additive port cover; however, the additive port cover was not used or damaged, and the loose particulate does not match the appearance of the additive port cover material.. The reported condition was verified. The cause of the reported condition was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.